Event description:
Additional information was received from the foreign healthcare provider (hcp) via a manufacturer's representative (rep). Regarding the patient¿s additional visit to the healthcare provider and results, it was noted that they forgot to do a log but right now the patient was good with no more spasticity. Regarding if the event was resolved, it was noted that the device was working well and the healthcare provider was to continue to monitor. The patient was receiving baclofen with concentration 500 mcg/ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2 mg of lioresal at 210 micrograms via an implantable pump for multiple sclerosis. On 2022-jan-31, it was reported that the patient experienced an increase in spasticity after their last refill on (B)(6) "2022." It was noted that this was the first time the patient experienced this. The patient was brought back on (B)(6) "2022" and the pump was interrogated. The pump interrogation showed that everything was all good. The hcp planned to check the solution and concentration of baclofen, empty the pump, and refill the pump with 2000 mcg of baclofen. However, when emptying the pump, the hcp discovered that the patient had a full 40 ml in their pump. The patient's pump was refilled and the patient was sent home with oral medication and a plan to return in two weeks. It was noted that the patient had an isomed pump implanted in 2004 and replaced in 2017. However, it was unknown what, if any, environmental/external/patient factors might have caused or contributed to the issue. The hcp planned to check the pump flow and possibly change the patient's catheter, which was also implanted in 2004. It was unknown if the event was resolved at the time of the event. No surgical intervention occurred or was planned. The patient's status was listed as "alive - no injury". Additional information was received from the foreign healthcare provider (hcp) via amanufacturer's representative (rep) on 2022-feb-24. It was reported that the expected reservoir on (B)(6) 2021 was unknown because the pump was not refilled at that time. The patient reported the increase in spasticity to the hcp. It was also noted that no further action had been done to resolve the issue, the patient was to be checked for an increase in spasticity in their next visit.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, implanted: (B)(6) 2004, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.